Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). Patient condition required cardiopulmonary resuscitation and extracorporeal membrane oxygenation (ECMO). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a failing existing non-medtronic valve with stenosis and a high gradient (30 mm hg with 15% ejection fraction), as the stiff wire was placed across the existing valve the patient¿s pressure dropped. The medtronic valve was advanced and at 80% deployment the implant position was noted to be deep. Cardiopulmonary resuscitation was initiated. The valve was recaptured and withdrawn from the patient. Extracorporeal membrane oxygenation (ECMO) was initiated and the patient stabilized. The same delivery catheter system and valve were re-inserted, and after two additional deep implant attempts, the valve was deployed at an acceptable depth. Following implant, a mean gradient of 20 mm hg was noted and reported to be a result of a patient prosthesis mismatch caused by the existing small surgical valve placed in a large annulus. It was clarified there was no allegation against the medtronic valve. A post-implant balloon aortic valvuloplasty was performed in attempt to ¿stretch¿ the existing surgical valve which reduced the gradient to 6 mm hg. Following the procedure the patient was stable on ECMO. No additional adverse patient effects were reported.